Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the flow sensor had a back flow alarm come on with a very low flow, almost negative flow. The device was not changed out, as the user clamped the sensor off to confirm there was no negative flow, and proceeded with case under caution. After the case, the customer swapped out flow sensor. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.